Event description:
It was reported that during a gastroplasty procedure, the device did not fire. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: two devices were received in good visual condition and with a cartridge loaded. The cartridges were received partially fired and with the spring cartridge lock out damaged. The damage to the spring cartridge lockout is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. In addition, the instructions for use state, "the firing stroke must be completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device." The devices were disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No functional test could be performed due to the condition of the devices. The manufacturing records were reviewed and no anomalies were found during the mfg process. Complaint information is trended on a regular basis to determine if further investigation is warranted. Manufacturing date 08/2006.